Event description:
The pt had undergone an intravascular coronary stent procedure with suboptimal results. During the pvs procedure, a suture knot apparently was tied onto the sheath of the device. When device was removed, it became clear that a 1-1 1/2 inch section of the sheath was missing. The investigation indicates that the sheath probably was cut through by the suture upon removal of the device. The instructions for use specify that the suture knot is not be to tightened around the sheath. Upon fluoroscopy of the pt's leg, the sheath tip was not visualized. Pedal pulses showed no problems with peripheral circulation. Further, ultrasound evaluation of the area showed the pvs closure was fine. It was decided that no intervention was warranted because the pt is not a candidate for surgery due to the cardiac instability of the pt. At six weeks post-pvs pt was released and no further intervention was indicated. The peripheral circulation remains uncomplicated (pedal pulses showed no compromise to her circulation). Pt reports no discomfort. Her walking and other activities are normal. Her physician continues to monitor her status.